Event description:
It was reported that foreign matter was found before use with a needle precisionglide 18x1-1/2in. The following information was provided by the initial reporter, "the chilean standard is not met: the tip of the needle should be sharp and free of burrs, hooks and other defects on its edge. In addition to having a three-bevel needle, at least, or a better configuration. According to the additional information received on (B)(6)2019 the description of the event is: dirt, the needles have white particles or black spots on the metal and burrs at the connection point between metal and plastic ("white silicone")." 18 occurrences were reported.

Manufacturer narrative:
H.6. Investigation: a batch history analysis was performed, quality notifications and maintenance records were verified where no records related to failure were found.the pictures and retain samples were analyzed and it was possible observe the presence of foreign matterat cannula and flash at hub. According the evaluation performed by the multidisciplinary team quality,process and production the follow points were identified as potential causes for the occurrence:foreign matter:¿ polymerized lubeo system cleaning failureo machine stoppedo incorrect gauge selection¿ polypropylene on cannulao system cleaning failureo use of air guns¿ pad parts on cannulao worn lube application pado dirt pad¿ black spot on cannulao system cleaning failureo use of air gunso dirt pad¿ resin on cannulao o¿ring ring adjustment failedo incorrect nozzle pressureflash:- gap between the epoxi and inner diameter of metal sleeve bearing;the follow actions were planned to mitigate the potential causes:¿polymerized lube:¿ increase frequency and lube cleaning procedure;¿ empty lube tank in long stops ¿ empty nips in longs stops;¿ verify that the selection of gauges during the changeover is being performed correctly. Set selectioncontrol;¿polypropylene on cannula¿ increase frequency of shield station cleaning;¿ remove air guns from machine;¿ install movable guard on shield station;¿pad parts on cannula¿ establish pad exchange frequency;¿ insert pad quality analysis in operating routine;¿black spot on cannula¿ establish daily and weekly cleaning procedure;¿ remove air guns from machine;¿ establish pad exchange frequency;¿ insert pad quality analysis in operating routine.¿resin on cannula¿ poka yoke o'ring ring adjustment¿ study and establish adjustment patterns¿ train all shifts- flash:¿ develop gauge to inspect mold during setup.¿ monthly or setup review of epoxy pins condition¿ check mold centralization as part of bbp.¿ evaluate the feasibility of inspection by digital magnification. H3 other text : see h.10

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a needle precisionglide 18x1-1/2in. The following information was provided by the initial reporter, "the (B)(6) standard is not met: the tip of the needle should be sharp and free of burrs, hooks and other defects on its edge. In addition to having a three-bevel needle, at least, or a better configuration. According to the additional information received on 13.sep.2019 the description of the event is: dirt, the needles have white particles or black spots on the metal and burrs at the connection point between metal and plastic ("white silicone")." 18 occurrences were reported.